Manufacturer narrative:
H3: product analysis: evaluation confirmed the reported malfunction of corrosion found in the bearings. The likely cause of the failure could not be determined. However, it was noted that the bearings were misaligned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device has rust during servicing. It was reported that there was no patient impact. Additional information was received stating that misaligned bearings were found during evaluation.